Event description:
It was reported that cassette had an error. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: correction. D9: 04-mar-2025. H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. Visual inspection found the downstream occlusion (dso) sensor was peeling off. The customer reported issue was confirmed. There was fluid ingression present from the dso seal, resulting in the dso sensor malfunctioning, stuck at 2500mv. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso sensor and dso seal were replaced.